Manufacturer narrative:
Product event summary: at analysis the customer comment that the battery would not charge was confirmed, and it was noted that a known good battery would charge in the device. Additionally, analysis also confirmed that the touch screen was not working and would not respond and this was attributed to a gouge in its overlay. Other tests were unable to be performed due to the damaged overlay. It was also noted that the overheat message was unable to be reproduced however a "thermal warning detected" error was found and it was determined that the programmer would need a new computing platform. The programmer was to be scrapped and saved for failure analysis.

Event description:
It was reported that the programmer battery was not charging and additionally that the power input was not connecting correctly. There was an "overheating" alert. Additionally the touch screen was not working. It was loading but had no response with touch sensing, either with the stylus pen or a finger. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the computing platform (cp). Unit was switched on and it stops on a dos window ¿loading the test firmware - error¿. Due to the bump on touch screen, it is not possible to activate any application. Inserting a battery it results in a flashing led ¿battery charging¿, so it seems that the battery charger works. Touch screen has been swapped with a good one, unit hard drive has been than wiped. Operating system has been loaded and unit fully checked against the standard process. Conclusion: touch screen bumped was the defect cause. Cp manufacturer finding confirms customer complaint of screen not working. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Battery light emitting diode (led) analysis revealed no led indications. The battery was inserted into an operating encore programmer, the programmer charge led flashed. When ac power was removed from the programmer the programmer shut down. The battery was reinserted and attempted to be charged for 15 minutes, when ac power was removed again, the programmer shut down again. Battery data indicated a critical battery failure and a permanent battery failure. Conclusion: confirmed the failure found during service and repair that the battery pack would not charge. Confirmed battery pack failure. If information is provided in the future, a supplemental report will be issued.